Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a similar incident from this lot. All available information was investigated and a definitive cause for the migration and single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip moved after deployment and detached from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Although visualization was difficult, one clip was implanted, reducing mr to 3+. It was noted that the clip had a rocking motion due to the clip being placed on the prolapse section of the anterior mitral leaflet (aml). One day post procedure, it was noted the clip detached from the posterior mitral leaflet (pml) and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The mr remains at 3+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.